Event description:
Pt was revised to address subluxation and suspected infection. All cultures came back negative, but surgeon drained 50ccs of a milky, murky fluid from both inside and outside the capsule. The metal head and metal liner showed significant signs of wear. The cup was at approx 62 degrees of inclination and somewhat retroverted.

Manufacturer narrative:
The devices associated with this report were not returned. The cup position reported of 62 degrees is more vertical than recommended by surgical technique. Overly vertical cup position can contribute to increased material wear. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution involving any other patient. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.